Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received shows that patient underwent surgical intervention on (B)(6) 2021 where their leads were explanted and replaced.

Event description:
Related manufacturer reference number: 3006705815-2021-05617. It was reported the patient controller displayed error message advising autoreducing when therapy is turned on. As a result, surgery may take place later to address the issue.